Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not release from the device after deployment. They opened and closed handle, and moved the blue sheath grip piece back and forth; it eventually released from the device. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.